Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys cmv igg (cmv igg) on a cobas e 411 analyzer (rack system). Sample 1: the initial result was <0.150 u/ml (negative). The repeat result was 453.4 u/ml (positive). Sample 2: the initial result was <0.150 u/ml (negative). The repeat result was > 500 u/ml (positive).